Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by turbid dialysis fluid. It was not reported if the patient was hospitalized for the event. The cause was not reported. On an unreported date the patient began treatment with unspecified antibiotics for peritonitis. The patient was reported to be recovering from the event and physioneal therapy was ongoing. No additional information is available.